Event description:
Prior to starting a da vinci si surgical procedure, the user facility identified a broken cable on the mega needle driver instrument. No missing or fallen pieces were reported. The instrument reportedly was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
Device evaluation: intuitive surgical, inc. Received the instrument involved with the complaint on (B)(4) 2013. Engineering confirmed there was a frayed grip close cable at the distal idler pulley. The frayed strands were sticking out at the instrument's wrist. Other cables at the instrument's wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.